Event description:
In 2008, the pt reported that because the weather is getting warmer he is having issues with the adhesive of his infusion sets sticking to his body. He stated that he works outside and has to change the infusion sites more often due to the moisture. He stated that he uses IV prep wipes before inserting the infusion site. He was sent samples of tegaderm hp dressing and advised of the "sandwich method." Upon follow up on four days later, the pt stated he used the tegaderm hp and it is working well for him. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.